Event description:
It was reported that this artificial urinary sphincter (aus) exhibited fluid loss. The aus was removed and replaced. There were no patient complications.

Event description:
It was reported that this artificial urinary sphincter (aus) exhibited fluid loss. The aus was removed and replaced. There were no patient complications.